Event description:
Unit gave a "keyboard failed" message during pre-use check out. Vent was ventilating and so was placed on pt. Vt never came back (dialed at 700cc and returned 400). Right away pt was taken off the vent and bagged while vent was changed out. Follow up: inhouse biomed engineer talked to operator to obtain additional info. Actual error "keyboard failure" corresponds with error code 6008 in error log (front panel failure). Unit was tested but could not duplicate stated problem. Keyboard showed no signs of damage or excess wear. Ran repeated self tests and flow solenoid test failed. Repaired flow solenoid tubing problems. Ran more tests and unit ran properly. Cycled vent for several hours and no problems or errors. Vent returned to service.